Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the anchor was broken, and it was not in the inserter. A manufacturing record evaluation was performed for the finished device lot number: 100l764, and no nonconformances were identified. According with the visual inspection of the photo, this complaint can be confirmed. Hands on analysis should provide the required evidence to provide a root cause. The photo provided does not contain enough evidence to determine why the customer experienced the failure, the root cause suggested by the surgeon cannot be confirmed. No information was provided on how or when the failure has occurred; a root cause for the broken anchor can be attributed to procedural variables or product interaction during procedure; axial misalignment or bending force was applied to the device while insertion. As per IFU: axial misalignment or levering with the anchor upon insertion may result in anchor fracture. Do not apply a bending force to the inserter. This can damage the anchor or inserter tip. Comminuted bone surface that would militate against secure fixation of the anchor. / n hard bone, it is necessary to tap the pre-drilled bone hole. Insert the distal tip of the appropriate awl/tap into the pre-drilled hole until the threads are flush with the bone. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Reporter is a j&j employee. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in japan that during an arthroscopic rotator cuff repair procedure of the left shoulder on (B)(6) 2023, it was observed that the 4.5 healix advance br 3 suture anchor w/ orthocord device broke when deployed in the greater tubercle. According to the report, the broken anchor was removed and another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.